Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon material unravel vaginal [foreign body in reproductive tract]. Tampon material unravel [device breakage]. Tampon material unravel upon removal [complication of device removal]. Case description: consumer reported via rr that the tampon material unraveled apart as she was removing it. No serious injury was reported.